Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no damage was observed. Reader becoming hot when connected to usb cable. The returned reader was further investigated and de-cased. Performed visual inspection on the reader¿s pcba (printed circuit board assembly); no issues were observed. An extended investigation was performed. Visual inspection was performed on the returned reader and the reader's pcba. No signs of damage or corrosions were observed. Reader did not power on with button press or strip insertion. However, the reader was able to power on with usb cable insertion. A self-test was performed using the reader's own software and the reader indicates it passed all self-tests. After connecting the reader to a computer, the reader was charging and successful connection with the computer. Further testing was performed on the reader's subassembly. The reader's battery was measured using a dmm (digital multimeter) and measured to be not within specification range. Returned battery was replaced with a known good battery which was used for the remaining investigation. Reader was able to power on, however an error message was observed. The reader's off current was measured which is not within specification. The reader was inspected under thermal camera to identify the cause of high current and observed a hotspot on the cpu (central processing unit), exhibiting an increase in temperature when the battery is connected but the button is not pressed. The temperature of the cpu further increased immediately after the button is pressed. This is due to the excess power on multiple components as a result of user error due to customer using incorrect usb adapter. Attempted to replicate the issue with a known good reader with all similar configuration and observed that the all results were similar. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.